Event description:
It was reported that at the implant procedure the lead caused stimulation of the diaphragm. The lead was repositioned but did not have good sensing, threshold or impedance parameters. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.